Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device analysis by MFR: the device was returned, and technical analysis was completed. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 8mm distal of the proximal markerband. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
It was reported that the balloon ruptured. A 2cm peripheral cutting balloon (pcb) was selected for use. Upon initiating inflation of the balloon, it ruptured which resulted in contrast leaking. There were no patient complications reported.

Event description:
It was reported that the balloon ruptured. A 2cm peripheral cutting balloon (pcb) was selected for use. Upon initiating inflation of the balloon, it ruptured which resulted in contrast leaking. There were no patient complications reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.